Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Type of investigation. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle suture piece was received for analysis. Product code z969h. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. Examination of the suture piece revealed that its end appeared to have been cut, likely by a surgical instrument. Bodily fluids were detected along the length of the suture strand. No evidence of suture breakage was identified during the evaluation. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. To prevent this kind of damage: care should be taken to avoid damage to the strand when handling, including avoiding the crushing or crimping action of surgical instruments such as needle holders and forceps. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a damaged suture used in surgery; the code and lot number are not visible in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: it was 1 patient; in the first visit there broke it twice. And then the same patient came some days later again, there it had happened again. The patient (dog) is safe and they could solve it. So do I have now to do 1 or 2 complaints more? Reply: thank you for the reply. This information sounds like there were 3 sutures, with 1 patient. That is what we have so we do not need anything else.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the following information will be requested from bq: it was reported that "¿we have had three recent cases in which the sutures broke..." How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? For (B)(4), captures the event for the dog that presented back and the wound had to be reopened: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? How many sutures broke during the reoperation? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Photo shows an open abdomen, with note of intestines and peritoneum covering the intestines. There is a loose strand of suture seen at the edge of the abdominal incision site. The device was also used in a veterinary case. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2026 and suture was used. During the procedure, are you aware of a quality defect with ethicon's pds ii 2-0 z969h sutures, particularly with the lot that expires in february 2027? We have had three recent cases in which the sutures broke. In one dog we even had to re-suture the abdominal wall because the suture there also failed.. No adverse patient consequences were reported. Additional information was requested.